Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdown) was confirmed. Upon investigation the monitor reset and displayed service code 110 (overvoltage set no energy). The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was resetting and displaying a service code 110 (overvoltage set no energy).